Event description:
It was reported that during a nephrectomy procedure, there was a cutting clip. The clip was not positioned at clamping and the device severed the renal vein. Surgery was prolonged fifteen minutes. The patient is well . It was impossible to obtain more information. Unknown how case was completed.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.